Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was hospitalized after not feeling well, patient received ineffective hv shocks for a vf episode. Patient was returned to sinus with external defibrillator. Programming changes were made. Patient was not addressable during device interrogation. Physician stated that the patient has mineral imbalance. Physician changed the medical therapy for the patient.